Manufacturer narrative:
Company comment: the serious events of swelling, pain and inflammation at implant site and the non-serious events of erythema, induration at implant site were considered expected and possibly related to the treatments. Seriousness criteria include the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure. The non-serious events of influenza, nasopharyngitis, pyrexia and oropharyngeal pain were considered unexpected and unrelated to the treatments. Alternative root cause include community acquired viral infection. The implant site reactions might have been triggered by the viral infection. The sculptra was used off label. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-mar-2023 by a physician, which refers to a 56-year-old female patient. Additional information was received on the same day from another physician and on 20-mar-2023 and 22-mar-2023 from the same physician. No information about medical history or history of allergies has been provided. The patient had no treatments with similar products in the past. On (B)(6) 2023, the patient received treatment with 2 ml of restylane lidocaine (lot 20704), 1 ml to malar bags, oral commissure and marionette area on both sides and 1 ml to jawline on both sides with 25g pix´l cannula (unknown injection technique). The patient also received treatment with 8 ml of sculptra to neck (unknown lot number, injection technique and needle type). The sculptra was injected to neck (off label use of device). The patient also received treatment with 0.5 ml of restylane skinboosters vital lidocaine (lot 20840), 0.25 ml per side to vertical wrinkles above the upper lip (perioral lines) with 27g pix`l cannula (unknown injection technique). On the same day, the patient concomitantly received azzalure [botulinum toxin type a] injections to glabella, canthal lines and chin. On (B)(6) 2023 (reported as around 5 days prior to 09-mar-2023), the patient had a severe viral influenza infection (influenza) with symptoms of cold (nasopharyngitis), sore throat (oropharyngeal pain) and fever (pyrexia). The patient had consulted her general practitioner and received azithromycin [azithromycin] 500 mg for treatment of influenza infection. From the evening of (B)(6) 2023, the patient experienced severe swellings (implant site swelling) painful (implant site pain) on palpation in the areas treated with the medical devices (jawline, marionettes, neck), as well as bilateral redness (implant site erythema) in face, symmetrically and accentuated delimitable above the horizontal mandibular branch bilaterally and in parotid region bilaterally and induration (implant site induration) on both sides of jawline and malar bags. On (B)(6) 2023, the patient was hospitalized in the otorhinolaryngology (ent) department due to severe swelling and pain. Due to presentation of an unusual, bilateral soft tissue inflammation (implant site inflammation), with regular other ent status and an abscess was excluded on sonography, corrective treatment with ampicillin/sulbactam [ampicillin sodium, sulbactam sodium] 2000/1000 mg three times per day, morning, afternoon, evening from (B)(6) 2023 was started. After further aggravation of findings, the patient received corrective treatment with clindamycin [clindamycin] 600 mg three times per day, morning, afternoon, evening from (B)(6) 2023, and prednisolone [prednisolone] 250 mg intravenous once per day in the morning on (B)(6) 2023. Additionally, the patient also received treatment with fenistil [dimetindene maleate] 30 drops: three times per day, morning, afternoon, evening, novaminsulfon [novaminsulfon] 40 drops: three times per day, morning, afternoon, evening, jonosteril [calcium chloride dihydrate; potassium chloride; sodium lactate] 500 ml intravenous, once per day in the morning and clexane [enoxaparin sodium] 0.4 mg subcutaneously once per day in the evening from (B)(6) 2023 onwards, paracetamol [paracetamol] 1000 mg: three times per day, morning, afternoon, evening from (B)(6) 2023, antiseptic poultices with octenisept [octenidine hydrochloride] and later on diprogenta [betamethasone dipropionate, gentamicin sulfate] ointment were applied. On (B)(6) 2023, a new painful cutaneous/subcutaneous focus without redness or warming occurred on left side of the neck. Infiltrates painful on palpation on mandibular branch bilaterally and in right parotid region were persistent. The same day, antibiotic therapy was discontinued. On (B)(6) 2023, the patient was discharged from the hospital after staying in the hospital for one week. After discharge the patient received further corrective treatment (outpatient) prescribed by the primary reporting physician prednisolon [prednisolone] 80 mg for three days, 50 mg for 3 days, 25 mg for three days, 10 mg for 2 days. The reporting physician assessed causality between the products and the adverse events induration, redness and swelling as possible. No further information was expected to be reported. Outcome at the time of the report: swellings was recovering/resolving. Inflammation was recovering/resolving. Painful was not recovered/not resolved/ongoing. Influenza infection was unknown. Cold was unknown. Sore throat was unknown. Fever was unknown. Redness was recovering/resolving. Induration was recovering/resolving. Sculptra was injected to neck was recovered/resolved. Tracking list: v.0 initial, v.1 batch record review of restylane lidocaine received on 30-mar-2023. No new information received from the reporter. Case version opened to submit a final mir.

Manufacturer narrative:
Company comment: the serious events of swelling, pain and inflammation at implant site and the non-serious events of erythema, induration at implant site were considered expected and possibly related to the treatments. Seriousness criteria include the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure. The non-serious events of influenza, nasopharyngitis, pyrexia and oropharyngeal pain were considered unexpected and unrelated to the treatments. Alternative root cause include community acquired viral infection. The implant site reactions might have been triggered by the viral infection. The sculptra was used off label. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To rule out a non-conforming product an additional investigation of a batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 14-mar-2023 by a physician, which refers to a 56-year-old female patient. Additional information was received on the same day from another physician and on (B)(6) 2023 from the same physician. No information about medical history or history of allergies has been provided. The patient had no treatments with similar products in the past. On (B)(6) 2023, the patient received treatment with 2 ml of restylane lidocaine (lot: 20704), 1 ml to malar bags, oral commissure and marionette area on both sides and 1 ml to jawline on both sides with 25g pix´l cannula (unknown injection technique). The patient also received treatment with 8 ml of sculptra to neck (unknown lot number, injection technique and needle type). The sculptra was injected to neck (off label use of device). The patient also received treatment with 0.5 ml of restylane skinboosters vital lidocaine (lot: 20840), 0.25 ml per side to vertical wrinkles above the upper lip (perioral lines) with 27g pix`l cannula (unknown injection technique). On the same day, the patient concomitantly received azzalure [botulinum toxin type a] injections to glabella, canthal lines and chin. On 04-mar-2023 (reported as around 5 days prior to on (09-mar-2023), the patient had a severe viral influenza infection (influenza) with symptoms of cold (nasopharyngitis), sore throat (oropharyngeal pain) and fever (pyrexia). The patient had consulted her general practitioner and received azithromycin [azithromycin] 500 mg for treatment of influenza infection. From the evening of on (B)(6) 2023, the patient experienced severe swellings (implant site swelling) painful (implant site pain) on palpation in the areas treated with the medical devices (jawline, marionettes, neck), as well as bilateral redness (implant site erythema) in face, symmetrically and accentuated delimitable above the horizontal mandibular branch bilaterally and in parotid region bilaterally and induration (implant site induration) on both sides of jawline and malar bags. On (B)(6) 2023, the patient was hospitalized in the otorhinolaryngology (ent) department due to severe swelling and pain. Due to presentation of an unusual, bilateral soft tissue inflammation (implant site inflammation), with regular other ent status and an abscess was excluded on sonography, corrective treatment with ampicillin/sulbactam [ampicillin sodium, sulbactam sodium] 2000/1000 mg three times per day, morning, afternoon, evening from on (B)(6) 2023 was started. After further aggravation of findings, the patient received corrective treatment with clindamycin [clindamycin] 600 mg three times per day, morning, afternoon, evening from on (B)(6) 2023, and prednisolone [prednisolone] 250 mg intravenous once per day in the morning on (B)(6) 2023. Additionally, the patient also received treatment with fenistil [dimetindene maleate] 30 drops: three times per day, morning, afternoon, evening, novaminsulfon [novaminsulfon] 40 drops: three times per day, morning, afternoon, evening, jonosteril [calcium chloride dihydrate; potassium chloride; sodium lactate] 500 ml intravenous, once per day in the morning and clexane [enoxaparin sodium] 0.4 mg subcutaneously once per day in the evening from on (B)(6) 2023 onwards, paracetamol [paracetamol] 1000 mg: three times per day, morning, afternoon, evening from on (B)(6) 2023, antiseptic poultices with octenisept [octenidine hydrochloride] and later on diprogenta [betamethasone dipropionate, gentamicin sulfate] ointment were applied. On (B)(6) 2023, a new painful cutaneous/subcutaneous focus without redness or warming occurred on left side of the neck. Infiltrates painful on palpation on mandibular branch bilaterally and in right parotid region were persistent. The same day, antibiotic therapy was discontinued. On (B)(6) 2023, the patient was discharged from the hospital after staying in the hospital for one week. After discharge the patient received further corrective treatment (outpatient) prescribed by the primary reporting physician prednisolon [prednisolone] 80 mg for three days, 50 mg for 3 days, 25 mg for three days, 10 mg for 2 days. The reporting physician assessed causality between the products and the adverse events induration, redness and swelling as possible. No further information was expected to be reported. Outcome at the time of the report: swellings was recovering/resolving. Inflammation was recovering/resolving. Painful was not recovered/not resolved/ongoing. Influenza infection was unknown. Cold was unknown. Sore throat was unknown. Fever was unknown. Redness was recovering/resolving. Induration was recovering/resolving. Sculptra was injected to neck was recovered/resolved.